Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard needle did not properly retract. The following information was provided by the initial reporter: issue - not retracting properly.

Manufacturer narrative:
Investigation results: the complaint of needle retraction failure was not confirmed from the representative 22g insyte autoguard units that were received in sealed packaging from lot #4229661. A functional test showed that some of the returned units exceeded the retraction specification time but all needles fully retracted. The slow retraction was confirmed and addressed in investigation record #(B)(4). A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.